Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the oil injection was not working during the fluid air exchange portion of a surgical procedure. Additional information was requested.

Manufacturer narrative:
The customer reported that the system oil injection using the viscous fluid control (vfc) function was not working. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. No additional information has been obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).